Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm during drain on the homechoice machine(hc). The home patient(hp) cleared the alarm and has been trying to call the nurse all day. The technical service representative(tsr) assisted the hp to review the log. The fill volume was set to 2500ml and the drain volume was 5021ml in cycle one. The hp stated it has been this way for the last few days. The hp stated yesterday he had a last drain of 4867ml. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume 104). The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low.